Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease and an opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a sharp opening on the plug strap disk shell. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the plug strap disk shell due to an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted and replaced.